Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s brother reported via phone call that insulin pump had open book image on insulin pump screen. Customer¿s blood glucose was 156 mg/dl. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error (open book image) alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to electrical board 2.